Manufacturer narrative:
Mechanical interaction with blood / hemolysis: the cause of the issue could not be determined, as the data log was not conclusive to derive the cause, and sufficient clinical information was not available, and the product was not returned for investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella cp was inserted via right femoral artery in a 67 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. On day 2 of support, while in the intensive care unit, the patient's urine was dark red and the creatinine was rising. Labs were noted to be hemolyzed. It was reported that the device was recently repositioned. On day 3 of support, the device was successfully explanted and patient survived. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position.